Event description:
It was reported that during the implant procedure, the screw could not be screwed back into the lead body. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found. Upon visual inspection, it was noted that the inner tubing of the lead was kinked/buckled. Upon inspection, it was also noted that the helix/lobe of the lead was distorted; the lead was damaged during the implant process.